Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. Attempts to interrogate the device resulted in a -reposition the head- message. The head was repositioned and the device reinterrogated several times with no success.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.